Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The surgeon reported that the valve did not cause the death but that the patient was a very high risk. Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: fr995-21, serial/lot (B)(4), ubd: 20-dec-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 months post implant of this bioprosthetic valve, the valve was explanted and replaced with the same model and size valve due to a gradient increase (measurement not reported). At explant, the surgeon reported there was no regurgitation and the valve showed no deterioration. There was some pannus formation. Following the implant of the second bioprosthetic valve, the patient could not be weaned from bypass and expired. The surgeon reported that the valve did not cause the death but that the patient was a very high risk. No autopsy was performed.